Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. It is noteworthy to mention the battery used at the time of the reported event was not returned to zoll for evaluation. Review of the activity logs did not find evidence to support the reported event.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and would not power up. Complainant did not indicate any adverse effect to the patient at the time of this incident.